Event description:
The dental implant fx3612swc was removed on (B)(6) 2020 due to loss of osseointegration 1 year and 9 months after implantation. The patient has history of hypertension and cardiac disease. The patient has recovered without complications.